Event description:
It was reported by our distributor in (B)(6) that a pelton and crane dental light allegedly fell down and hit a patient during routine dental treatment. There were no injuries reported.

Manufacturer narrative:
Upon evaluation of the light it was determined the set screws on the light head assembly were not properly installed by the distributor during installation. The set screws will prevent the light head from unscrewing from the light pole during use. The pelton and crane installation instructions clearly states to properly install and secure the set screws during installation. The installation instructions also list warnings to insure the set screws are properly installed. Pelton and crane has tried numerous times to obtain more information from the distributor regarding this alleged event however the distributor will not respond to our numerous inquiries.